Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) did not deliver therapy to the patient when in ventricular tachycardia. The patient was externally defibrillated and an 'out of range' message was noted. No tones could be obtained with a magnet application. It was further reported that the ICD did not deliver shock therapy when needed one week prior to this event. At that time the information was not forwarded to cpi because an interrogation of the ICD did not note any abnormalities.